Manufacturer narrative:
Follow-up report to include additional information received from the complainant. The complainant now alleges that the device did not automatically shut off after approximately 4 hours of use. This information was not included in the initial report and is inconsistent with the original statement indicating: "I was using the wrap for a total of 4 hours. There were times where it was off between the four hours it was on low and medium heat." The device has not been returned for inspection despite multiple requests; therefore, no evaluation or functional testing could be performed. Based on the available information, a device malfunction cannot be confirmed. Furthermore, there is an instruction that states: "burns can occur regardless of control setting, check skin under pad frequently". The consumer failed to perform that instruction.

Event description:
On 20-mar-2026, additional information was received. The consumer used the product on her back while working for home. She reported the auto shut off never occurred after approximately 4 hours of use. She experienced a 3rd degree burn with a blister. She went to an urgent care and was prescribed silvadene cream since the blister had already popped. The burn took a couple of weeks to resolve. No additional information was provided.

Manufacturer narrative:
There is an instruction that states: "burns can occur regardless of control setting, check skin under pad frequently" - consumer failed to perform that instruction.

Event description:
On 07-feb-2023, this report was received from a female (age not provided) in association with the calming heat back wrap. On an unspecified date the consumer applied the calming heat back wrap. After using the heat wrap, the consumer noted the product's heat setting auto shut off. The consumer noted the heating pad was set for low and medium heat. There were times it was off. She clarified it shut off less than after 2 hours. She used the product for a total of 4 hours. After using the product, she noted she had a third-degree burn. No additional information was provided.